Event description:
Patient was revised to address loosening of the tibia. Osteolysis was discovered intraoperatively.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to search the complaint database by manufacturing lot. The investigation could not draw any conclusions about the reported event based on unavailability of products to examine and insufficient product information. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.